Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this symptom, it was concluded that the reported malfunction of flase air in line alarms was not reported from the customer and manufacturer report number 1314492-2015-12189 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.